Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A senrant sheath was conduit for a valiant stent graft system used for the endovascular treatment of a 60 mm in diameter thoracic aortic aneurysm. It was reported that some difficulties were encountered during the advancement of the sentrant sheath and in gaining access to the common iliac artery. Per the physician the cause of the insertion difficulties was anatomy related, due to tissue degradation and vessel diameter. It was also reported that post index procedure but on the same day, a ruptured iliac artery was discovered. The physician implanted another manufacturer¿s self-expanding stents, and covered stents to exclude the vessel rupture. Post index procedure the patient also suffered a cva/stroke. As per the physician, the cause of the stroke cannot be determined. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
Films review summary: the exact cause of the difficulties reported during the advancement of the sheath to the common iliac artery and resulting iliac artery perforation could not be determined from the pre-implant films provided. Films during implant showing the event were not available, pre-implant CT¿s returned did not show below a short (3cm) length segment of the external iliacs, and post-implant films showing the stent graft in-vivo configuration could not be assessed. The patient had an 61mm maximum diameter aneurysm in the descending thoracic and a previous ascending thoracic repair. The distal aortic diameter was 22mm and calcified, and the iliac arteries were non-tortuous but extensively calcified bilaterally. The rcia flow lumen diameter ranged from 8 ¿ 7mm, the lcia diameter ranged from 10 ¿ 13 mm, and the external iliacs were 7 ¿ 7.5mm in diameter and calcified in the ~3cm viewable length. It appears likely that the patient¿s anatomy, calcified/small access vessels, likely contributed to the positioning difficulties and iliac artery perforation. The cause of the stroke could not be determined. If information is provided in the future, a supplemental report will be issued.